Event description:
It was reported that cgm displayed recurring error message and caused concern about pump function. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump with mobile app to deliver insulin until replacement arrived.